Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump errors from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected hardware error and motor processor error noted during testing. The insulin pump was returned for hardware low levels alarm. Format history file analysis confirmed hardware low levels alarm due to software error. Device received with scratched case and minor scratched lcd window. Medtronic, inc. (